Event description:
During the coronary artery bypass procedure, the seal had malfunctioned. The surgeon used a replacement unit to complete the procedure. No pt complications were reported by the hospital. In 2004, the heartstring seal was received cracked.